Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The device associated with this reported event was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. No additional information was obtained . Loosening of tibial tray was not apparent from the x-ray images provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
3rd revision: total knee replacement performed on (B)(4) 2014. Reason: patient presented with ongoing pain, tibial loosening. Femoral component was fixed, tibial was loose and revised. Knee now relatively stable. 2nd revision performed approximately (B)(6) 2013. Femoral component revised and tibial in situ even though tibial component tended to be radiographically loose. 1st revision date and hospital unknown. Primary: total knee replacement lcs, date unknown. Patient details: (B)(6). Dob: (B)(6) 1958. Female. Further information to be provided.